Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information will be requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported patient had a revision of left hip due to pain and instability. Doctor removed unipolar head and revised with a total hip. Stem was not changed. Sales rep also reported that there were no issue with implant.

Manufacturer narrative:
Manufacturing date corrected. An event regarding instability involving a uhr bipolar 26x54mm was reported. The event was not confirmed. Device evaluation not performed as no items were received. Medical records received and evaluation not performed as no medical records were received. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The exact cause of the event could not be determined because no medical records and/or devices were received. No further investigation for this event is possible at this time.

Event description:
It was reported patient had a revision of left hip due to pain and instability. Doctor removed unipolar head and revised with a total hip. Stem was not changed. Sales rep also reported that there were no issue with implant.